Event description:
The customer reported the insertion tube was crushed. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, the forceps could not be inserted into the instrument channel. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
The device evaluation observed a crease in the insertion tube caused by external factors. The bending angulation was insufficient due to elongation of the angle wire. There was play in the angle knob due to extension of the angle wire. The adhesive rubber in the bending section was chipped. Several of the device components demonstrated scratches from wear and external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to incorrect or insufficient reprocessing or handling. Olympus will continue to monitor field performance for this device.